Event description:
An a-v access procedure was performed in the pt's axillary vein. Reportedly, the tip of the nitinol reinforced section on the gore hybrid vascular graft appeared slightly deployed when it was removed from the package. However, the physician elected to use the graft. Using a peel-away sheath the graft was inserted into the pt's vessel. The graft started expanding before it reached the deployment site. The graft was withdrawn. Using the same peel-away sheath, another gore hybrid vascular graft was advanced to the target site and deployed.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications. The engineering eval states the examination found no anomalies attributable to the manufacture of the device. Investigation is inconclusive.